Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized for seven (7) days. The patient was treated with meropenem injection (1g, twice a day, intraperitoneal, discontinued after twelve (12) days), vancomycin injection (1g, every 3 days, intraperitoneal, discontinued after twelve (12) days) and amikacin injection (125mg, once daily, intraperitoneal, discontinued after five (5) days) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy is ongoing. It was reported retraining for break in aseptic technique was done. No additional information is available.